Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml baclofen at 1633.4 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2016, it was reported that several volume discrepancies occurred. The hcp indicated that the volume discrepancies had gotten worse over time. At a previous refill, the volume discrepancy was 3 to 5 ml, but at the last refill the volume discrepancy was 11 ml. The patient had experienced a gradual return of spasticity. A dye study was successfully performed and the pump logs were normal. Telemetry was reportedly difficult as the patient is wheelchair-bound and there is emi present. Successful telemetry was achieved and a roller study was planned. The patient outcome is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.